Manufacturer narrative:
A ge service rep performed an on site investigation. The circuit breaker blown on cb1 during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had stater not on error code displayed during a case. No pt injury was reported.